Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation of the main body and the twist clamp of a minicap transfer set. This was further described as the "inner threads were unscrewing from the twist clamp housing". This occurred during use of the device for peritoneal dialysis therapy while disconnecting from an ultrabag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.